Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 01:01:06 on (B)(6) 2022. At 13:44:11, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 13:44:48, the patient received the inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with motion artifact. The post shock rhythm was sinus tachycardia/rhythm from 100-60 bpm with pvc's. The device was shut down at 15:57:19 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.